Manufacturer narrative:
(B)(4).

Event description:
The patient had 4 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported one of the patient's leads migrated. Surgical intervention was undertaken and pre-operative diagnostics were going to be performed, however when stimulation was turned on, the patient experienced uncomfortable stimulation from one lead. The physician explanted the lead which had migrated as well as the lead causing the uncomfortable stimulation. Reportedly, the patient is receiving effective therapy from the two remaining leads.